Event description:
About three weeks after a bovine collagen skin test was administered, the patient noted that the area was sore, red, itchy and swollen. The doctor prescribed oral antihistamines and antibiotics for treatment of signs and symptoms.